Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2008 patient underwent vaginal hysterectomy, culdoplasty and cystoscopy due to uterine prolapsed.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal pain, sever pain in buttocks and chronic constipation. It was reported that the patient underwent a hysterectomy and mesh revision on (B)(6) 2008 due to pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.